Event description:
The event was reported by pt's family member. According to the family member, the procedure being performed was a decompression at back of the skull. The pt received a 3 3/4 inch laceration above the right ear. As of the time of this report, schaerer mayfield USA, inc. Has not obtained full details of the incident from hospital.